Manufacturer narrative:
Common name: ffl dislodger, stone, basket, ureteral, metal product code: ffl. Patient code: no known impact or consequence to patient. Device code: material split, cut or torn ((B)(4)) is not labeled. This report includes information known at this time. The investigation is in progress. A follow up report will be submitted should additional relevant information become available.

Event description:
One used ncircle tipless stone extractor was returned for an evaluation as a part of the investigation/evaluation for MFR. Report 1820334-2018-02135. During analysis of the returned extractor, it was determined that the returned device was not the complaint device. The returned used ncircle tipless stone extractor was discovered to be the second device used to successfully complete the procedure associated with MFR. Report 1820334-2018-02135. The physician stated the second device was used and the procedure completed successfully. However, during analysis of the returned extractor, the extractor was found to have a basket that will not fully open. This report is being filed to capture the returned ncircle tipless stone extractor with a basket that will not fully open.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Conclusion codes: cause cannot be traced to device (4310), adverse event related to procedure (4311). Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The device was returned with the handle in the closed position. The device was returned with the basket formation partially opened. A visual examination noted approximately 3 mm of the basket coil is protruding the basket sheath. The collet knob is tight and secure. The male luer lock adapter (mlla) is finger tight. The polyethylene terephthalate tubing (pett) measures 2.7 cm in length. A functional test determined the handle actuated the basket formation to the closed position, but does not expand completely. The basket formation was visually observed to have crossed wires and noted the knot has come apart. Debris was noted on the basket wires, indicating device has been used. A review of the device history record found there were no non-conformances associated with device lot 8658379. A review of complaint history records revealed one other complaint for lot number 8658379. This other complaint is related to this complaint for the same event. As found in the instructions for use (IFU): precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. All devices are inspected for functionality and damage prior to packaging. The IFU contains cautions about manipulating the device to prevent damage. The returned device was found to have a basket that was closed and could not be opened fully. The knot at the distal end of the basket was also found to be deformed. The damage found with the returned device could indicate that there were aspects of the procedure that placed abnormal stress on the device. Based on the condition of the returned device, the cause for the complaint was determined to be adverse event related to procedure. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.